Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver board was replaced and a filament calibration was performed. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed several error code messages. No report of patient or staff injury.